Manufacturer narrative:
Investigation: a terumo bct technician checked the machine's functioning. No issues were found during machine checkout. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Event description:
The customer reported a donor had a citrate reaction on the trima machine during a donation. The donor required transport to the accident & emergency department via ambulance, and was discharged the next day. Patient identifier, age and gender are not available at this time. This was a triple dose donation. This report is being filed due to medical intervention in the form of overnight hospitalization.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. No additional reports have been received for this device regarding the reported condition. Root cause: a root cause for the citrate reaction could not be definitively determined. No problems were identified during checkout of the machine.